Event description:
As reported, the patient was revised on an unknown date due to early failure of the exactech novation liner. There were no signs, symptoms or results compatible with infection. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: e2, e3, h6, h11 the following sections were corrected: b3, d1, d4, g2, h4, h6 no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be an area of wear located on the edge of the liner. This wear pattern may be consistent with impingement caused by abnormal articulation of the liner and the femoral neck. There also appears to be an area of damage along the opposite side of the liner. This may be consistent with tool marks sustained during removal of the device. On the cup there appears to be biological remnants, consistent for a device that has been in implant. All other aspects of the device appear unremarkable. The provided radiographs appear unremarkable for wear. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from impingement of the acetabular liner and the femoral neck and/or due to the inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.